Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (102109430) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that on (B)(6) 2024, during a retreatment of a previously coiled internal carotid artery (ica) terminus aneurysm, the physician attempted to deploy the first coil, a 11mm x 18.9cm cerepak uniform xl (fcx181118 / 31168333), when he was ready to detach the coil via mechanical detachment, the coil did not detach. The physician made another unsuccessful attempt. The physician then implanted two similar sized competitor coils. He then attempted to deploy two more cerepak coils, and they worked fine. The physician then attempted to deploy two more cerepak freeform coils, a 6mm x 20cm cerepak freeform (scr120620 / 31058141) and a 6mm x 10cm cerepak freeform (scr120610 / 31146353) and they did not detach. There was no report of negative patient impact or delay in the procedure. On 12-dec-2024, additional information was received. Per the information, only one 11mm x 18.9cm cerepak uniform coil (fcx181118) was used. Manual break was attempted for one of the three coils (the coil that was attempted via manual break was not specified). The same detachment handle (mdh1 / 102109430) was used for all three coils. When the targeted aneurysm was previously treated, it was not by the same physician nor at the same hospital. The aneurysm was not recanalized. When the coils (all three) were removed from the patient, they were still on their respective delivery systems. None of the coils were stretched when they were removed. There was no evidence of any blood flow interruption as a result of the reported issue. The information also indicated that the physician replaced the coils that failed to detach with gel coils from terumo neuro. The procedure was completed with a combination of coils from other manufacturers and an 8 mm x 16.1 cm cerepak uniform coil (fcx100816).